Event description:
First day of ICU medical pump go live, the patient presented to the outpatient infusion unit for a first-time paclitaxel (taxol) infusion. Per institutional guidelines, a fast prime of 19 ml was initiated at 10:57. The purpose of the fast prime is to bring the hazardous drug, which carries a high risk for hypersensitivity reaction, to the distal end of the tubing. This process allows the oncology nurse to clearly identify the true start of the infusion and closely monitor the patient for early signs of reaction. This process requires the presence of two chemo certified nurses which in this case happened appropriately. During this time, the primary nurse, the antineoplastic double check nurse (rn), and the unit-based super user for the new ICU medical pump (which went live at 7:00 am that morning) identified these concerns: the volume to be infused was initially not counting down, despite visible dripping of medication in the taxol drip chamber. Noticing this was unusual, the nurse opened the r2 program and saw the volume to be infused (remaining, not already delivered) was 18 ml. This was concerning, as all three nurses had observed active dripping in the chamber for about 2 minutes, so there should not have been another 18 ml left to prime in the line. The duration of the fast prime appeared longer than expected compared to prior pump practice scenarios. When the pump read 3 ml remaining during priming, the nurses noted the patient appeared flushed and immediately assessed her. She initially reported feeling well but then became glazed and lost consciousness. The infusion was stopped immediately, and a rapid response was called. The patient quickly deteriorated, progressing to a code in which the code team was called. All supplies were sequestered, and the pump was collected by biomed for further investigation. Serial number [redacted]. Notably, the pump was never programmed to run taxol, as the severe event occurred during the fast prime, before the infusion could be initiated.